Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 600 mg/dl and she experienced the symptoms dizziness, nausea and she felt ill. The patient's physician sent her to the emergency room, where she was treated intravenously with insulin. On (B)(6) 2011 the patient's blood glucose levels were "elevated', and she was admitted to the hospital for one day. Troubleshooting revealed all pump settings were correct, the basal setting was correct, the pump date/time was correct. Upon review of the pump history, the customer support representative also determined that on (B)(6) 2011 the pump had been suspended for five hours. The patient denied suspending the pump. Upon changing the infusion site, the nurse found the cannula was bent. There is no evidence the pump was not accurately delivering insulin as programmed. The patient suspended the pump for five hours and the cannula was bent, contributing to under-infusion of insulin. The patient suffered symptoms of severe hyperglycemia while using the pump and received emergency medical attention and was hospitalized. Therefore this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint in the pump's alarm history. A review of the pump's suspend history indicated that the pump was suspended on (B)(6) 2011 and resumed on (B)(6) 2011. The pump history indicated that the pump was in use after the reported incident, resulting in data being overwritten due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery defects found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.